Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The monopolar energy cord was connected to an in-house erbe generator and passed recognition as an energy device. The instrument passed energy delivery testing in various grip orientations. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure the 8mm permanent cautery hook instrument was said to have smoke coming out of the yellow plastic part. The procedure was completed with no indication of patient injury. Intuitive surgical, inc. (Isi) received the following additional information: the thermal damage was observed during the procedure. Arcing was observed when they wanted to coagulate. Dissection was being performed. There were no other instruments in use when the arcing occurred. There was no injury to the patient. The instrument was inspected prior to use but was appropriate. The instrument collided with another maryland that was connected to an external generator, erbe vio3. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.